Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00493.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the malposition of the initial valve cannot be confirmed. In addition to procedural factors (manipulation of the device, poor coaxial alignment of the delivery system and valve), patient factors (moderate valvular calcification, moderate aortic root calcification, narrow aorta, narrow stj, stj calcification, severe mac) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, a 23 mm sapien xt valve was initially positioned in a 60:40 aortic/ventricular (a/v) position. After the rapid ventricular pacing (rvp) was started, and right before initiating inflation, the valve moved to a 40:60 a/v position. When the delivery system balloon became ¿dog bone¿ shaped, an attempt was made to push the valve upward to a more aortic position; however, the valve did not move. The valve landed too ventricular in a final canted position of 40:60 a/v at the non-coronary cusp (ncc) and 10:90 a/v at the left coronary cusp (lcc). Movement of the lcc above the sapien xt valve was confirmed on cine and severe paravalvular leak (pvl) was observed. A second sapien xt valve was deployed in a more aortic position to ¿half¿ cover the initial valve. No pvl was observed post deployment of the second valve. The native annular diameter measured 17.3 mm x 21.8 mm by tte with a valve area of 293 mm2. The aortic root was reported to be ¿narrow¿. Moderate valvular / leaflet calcification and moderate aortic root calcification was reported. The stj diameter measured 17.5 mm x 22.3 mm with an stj height of 16.6 mm. Circumferential stj calcification was also reported. Per the physician, due to the narrow stj, the delivery system was pulled during inflation and then the valve could not be placed back into the initial position. It was also reported that the guidewire was ¿over pulled¿, resulting in the non-coaxial (canted) deployment of the initial valve.